Event description:
The ge oec 2600 uroview fluoroscopy system did not display an image.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective image intensifier. The facility had a third party install a new image intensifier. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.